Manufacturer narrative:
Additional information indicates that the ipg was operable and electively replaced. The ipg device is no longer considered reportable.

Event description:
Additional information indicates that the ipg was operable and electively replaced. The ipg device is no longer considered reportable.

Manufacturer narrative:
The date of event is estimated. Further information requested, not yet received.

Event description:
Related manufacturer reference number: 3006705815-2023-05055. Related manufacturer reference number: 3006705815-2023-05056. It was reported that the patient¿s ipg became unable to communicate with external devices. It was also reported that the patient's leads were fractured. As a result, surgical intervention was taken place on (B)(6) 2023 where the ipg and leads were replaced to address the issue.